Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a haptic of an intraocular lens, model zcb00, broke after an uncomplicated implantation in the eye. The lens was removed and replaced during the same surgical procedure. An incision enlargement was performed. No further information was provided.

Manufacturer narrative:
Device available for evaluation - no - only the lens case was returned. Device returned to manufacturer - no. Device evaluation: the intraocular lens (iol) was not returned to the manufacturing site therefore product testing could not be performed and the customer's reported complaint could not be verified. Manufacturing record review: the manufacturing records for the intraocular lens were reviewed. The manufacturing process record was evaluated. The product was manufactured and released according to specification. A search revealed that no additional complaints for this order number have been received. As a result of the investigation there is no indication of a product deficiency and the reported issue could not be verified. All pertinent information available to abbott medical optics has been submitted.